Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a general device change out procedure, a physician experienced difficult in loosening the setscrews with a torque wrench. As the setscrews remained stuck, the physician decided to break the header of the pacemaker and in the process damaged the rv lead. The pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the pacemaker will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.